Event description:
Philips received a complaint on the heartstart mrx indicating "calibrate battery". There was no reported patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the battery for which the fse recommended replacing. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The fse provided info to the customer to replace the battery to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.